Event description:
The customer observed falsely elevated vitros tropi es results from multiple samples from the same patient, processed on a vitros 5600 system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The result was not reported outside the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Investigation of this event concluded the root cause of the falsely elevated results is the presence of heterophilic antibodies in the patient samples. Treating the samples with heterophilic blocking tubes yielded lower results than the untreated samples, suggesting the presence of heterophilic antibodies in the patient's samples. The instrument was operating as intended. The device labeling, located in the other limitations section of the vitros trop I es instructions for use states: "for troubleshooting purposes, if the tropi es result is inconsistent with the clinical picture and is persistently elevated, the sample should be tested for the presence of heterophilic antibodies. These antibodies may be present in the blood samples from individuals regularly exposed to animals or who have been treated with animal serum products."